Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained about erroneous results for 1 patient tested for free psa (free psa) and total (free + complexed) psa - prostate-specific antigen (tpsa) (total psa). The erroneous results were reported outside of the laboratory. This medwatch will cover free psa. Refer to medwatch with (B)(6) for information on the total psa erroneous results. The initial total psa result was 0.137 ng/ml. The initial free psa result was 2.32 ng/ml. These results were reported outside of the laboratory where the doctor questioned them. The sample was repeated and the total psa result was 0.134 ng/ml. The repeat free psa result was 2.33 ng/ml. The sample was repeated again on (B)(6) 2015 and the total psa result was 0.141 ng/ml and the free psa result was 2.34 ng/ml. A new sample was obtained on (B)(6) 2015 and the initial total psa result was 0.131 ng/ml. The initial free psa result was 2.12 ng/ml. This sample was sent to another laboratory where a siemens instrument was used. The total psa result from the siemens instrument was 1.68 ng/ml. The free psa result from the siemens instrument was 0.04 ng/ml. These results were believed to be correct and more compatible with the patient condition. No adverse event occurred. The modular analytics e module serial number was (B)(4). Calibration and quality controls were acceptable. It was noted that the patient takes finasteride to treat baldness.

Manufacturer narrative:
A patient sample was submitted for investigation. The customer's roche results were reproduced during the investigation. Based on the available information, there is an indication of an interference (the presence of auto-antibodies or an anti-idiotype antibody) in the sample causing the discrepant results. This interference is addressed in product labeling.